Event description:
Skin hook intact at beginning of case: excision of back mass. During case, one prong of skin hook noted to be missing. Not able to locate prong on surgical field or mayo stand. X-ray taken-tip of instrument not seen on x-ray.